Event description:
It was reported that approximately 33 months post-implant of a bifurcated device and infrarenal aortic extension, the patient presented with acute pain. A computed tomography revealed a type iii endoleak of the bifurcated device. Reportedly, the physician elected to use a competitor's stent graft to treat the leakage. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. Non-contrast computed tomographic scans were provided and reviewed by medical director indicating that there was insufficient information provided to make a determination of the root cause. There was no information indicating that the device caused the endoleak. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.